Event description:
A drain was being placed in this patient for a pelvic fluid collection. The drain was intended to be left in place permanently. However, the all-purpose drainage catheter (apd) would not lock, just continued to turn. Device was replaced with another and the patient was not harmed.what was the original intended procedure?placement of permanent drain with locking device.device #1is this a laboratory device or laboratory test?no.